Event description:
(B)(4) MDR - this lead was explanted due to high thresholds.

Manufacturer narrative:
(B)(4) MDR.

Manufacturer narrative:
The lead returned was extensively analyzed. During the investigation, the lead was visually, mechanically and electrically checked. In the visual inspection cuts were found in the insulation, which are probably due to the surgery. The ongoing analysis showed no further deviations from the technical specifications, which might be related to the clinical complaint. The lead proved to be within specifications. In summary, there were no indications of material or manufacturing defects.